Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system restarted automatically. Upon troubleshooting, the rse determined that the software was malfunctioning intermittently. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there was a network glitch, which caused system to restart automatically. To resolve the issue, the fse reloaded the azurion system software from scratch and configured the system. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system restarted automatically . The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.